Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the ports were leaking. They had trouble maintaining insufflations while using graspers. The trocars were used to complete the procedure without any impact to the patient.